Event description:
Complainant alleged that the device was analyzing a simulated shockable rhythm from a simulator, while the device was being used for training of the facility's staff. The device then attempted to charge to 200 joules, but then it stopped charging when it had reached between 50 and 70 joules, and displayed a "pacer fault 117 message, and an analysis halted message. The complainant indicated that there was no patient involvement in the reported malfunction.